Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced infection and wound issues at the lead site. As a result, the patient underwent a lead washout procedure on (B)(6) 2025 to address the issue. During the procedure, the device was not placed into surgery mode and the ipg became unable to communicate with external devices. Troubleshooting has been able to resolve the issue and the ipg is operable. The infection and wound issue have since resolved.